Event description:
A user facility biomedical technician reported to fresenius technical support that a 2008t hemodialysis (hd) machine nylon cap on the blood pump was melted and the blood pump rotor cut a set of bloodlines during a patient¿s hemodialysis (hd) treatment. The melted part was found after the bloodlines were cut and the machine was pulled from service. The machine is approximately one year old and the blood pump was the original fresenius part on the machine. The biomedical technician reported that there was superficial damage on the machine (chipping paint) as a result of this issue, however no other machine issues were reported. The biomedical technician replaced the blood pump module, which resolved the reported issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The blood pump module was returned to the manufacturer via returned goods authorization for physical evaluation. A blood leak occurred as a result of the reported issue due to the damaged blood pump rotor cutting the bloodlines three hours into patient treatment. The dialyzer and bloodlines were both non-fresenius products and no product information was provided. The patient ended treatment with 30 minutes of treatment remaining. A user facility nurse reported a blood leak that occurred three hours into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed inside the blood pump and air was observed inside the venous chamber. The machine alarmed appropriately with an ¿air detection¿ alarm. The patient¿s estimated blood loss (ebl) was requested but could not be provided. There was no patient injury, adverse events, or medical intervention required as a result of this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to fresenius technical support that a 2008t hemodialysis (hd) machine nylon cap on the blood pump was melted and the blood pump rotor cut a set of bloodlines during a patient¿s hemodialysis (hd) treatment. The melted part was found after the bloodlines were cut and the machine was pulled from service. The machine is approximately one year old and the blood pump was the original fresenius part on the machine. The biomedical technician reported that there was superficial damage on the machine (chipping paint) as a result of this issue, however no other machine issues were reported. The biomedical technician replaced the blood pump module, which resolved the reported issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The blood pump module was returned to the manufacturer via returned goods authorization for physical evaluation. A blood leak occurred as a result of the reported issue due to the damaged blood pump rotor cutting the bloodlines three hours into patient treatment. The dialyzer and bloodlines were both non-fresenius products and no product information was provided. The patient ended treatment with 30 minutes of treatment remaining. The patient¿s estimated blood loss (ebl) was requested and could not be provided, however it was reported that some blood was rinsed back. There was no patient injury, adverse events, or medical intervention required as a result of this event.

Manufacturer narrative:
Plant investigation: the blood pump module was returned with an unknown substance around the rotor housing and behind the rotor assembly. One of the rear guide sheave (polymer sleeve) of the rotor assembly is deformed and slightly dislodge from the guide pin. The guide sleeve was not melted. The sleeve is loose and can be easily removed from the guide pin. The returned blood pump module was installed onto a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis. The blood pump was set at a rate of 120 ml/min for 30 minutes. The rotor assembly did not puncture the bloodline and there were no leaks, no blood leak alarms, and no air detector alarms during testing. The blood pump rate was increased to 600 ml/min for another 30 minutes without any damage to the bloodline. During testing, the rear sleeve was dislodged from the defective pin, contacting the rim of the rotor housing. The sleeve did not fully dislodge from the pin. The deformation of the sleeve was caused by the sleeve rubbing against the rim of the rotor housing while turning. A product history review was completed during the investigation failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.